Event description:
Patient had vascular access services team (vast) PICC order. On chart review, patient previously required interventional radiology (ir) PICC placement, with 2013 note stating patient had difficulty with contracted arm positioning and needed sedation. Patient has arm contractures, however I was able to position arm for PICC placement and proceeded. Able to access vein easily, insert guidewire, and place introducer. PICC was prepared in normal fashion. On threading PICC catheter into the introducer, met slight resistance after several centimeters. Patient unable to tolerate repositioning to open shoulder angle. Able to flush and remove catheter. Inspected, no deformity, stylet easily withdrawn after flushing, secured, and flushed again before re-inserting. Resistance at same location. Flushed, unscrewed stylet from lumen, but unable to pull stylet back. Secured to PICC and attempted to pull PICC & stylet back as one unit, met resistance. Had to remove introducer and PICC/stylet all together. Stylet was fractured upon inspection and tip appeared to remain in PICC. Service first contact doctor at bedside notified, imaging ordered, vast charge rn notified. Chest x-ray read stated no retained wire/product; chest x-ray film also visualized arm of attempted placement.